Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on may 9, 2019, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2010 by (B)(6). The patient had a scheduled retrieval procedure on or about (B)(6) 2010 by (B)(6); the filter was unable to be retrieved. The patient had a scheduled retrieval procedure on or about (B)(6) 2010 by (B)(6); the filter was retrieved. The complaint alleges filter thrombosis post implant, perforation and embedment. Argon¿s attorneys are attempting to gather additional information.